Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced vomiting, frequent urination, and extreme thirst. The cgm was reading 40 mg/dl, and the blood glucose was not checked. The patient self-treated with juice. The parent called an ambulance after not hearing from her. She was barely conscious when she was taken to the emergency room and only realized her blood sugar was high after waking up in the hospital. Medical intervention included intravenous therapy and electrolyte stabilization. She remained hospitalized for four days¿two in the intensive care unit and two in a regular medical unit. The patient did not specify whether the IV therapy was administered in the emergency room (ER) or in the intensive care unit (ICU). The patient stated that she is currently okay. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.